Event description:
It was reported that the 9800 system had no images and was slow to save images. Later the system would not boot up and had lines in the images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The singel board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.